Manufacturer narrative:
H3: code "other" was selected as the medical device was discarded at facility. Return not possible. H6: a review of the manufacturing records for the device could not be performed as a valid lot number was not provided. H6: according to the gore® dryseal flex introducer sheath instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to: vascular trauma (i.e., dissection, rupture, perforation, tear, etc.) W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2023, this patient underwent an emergency endovascular treatment for aortic dissection using gore® tag® conformable thoracic stent graft with active control system (ctag). The ctag ac was placed in zone 3 to cover the entry of dissection. On an unknown date, postoperative examination revealed enlargement of the proximal aortic diameter, migration of the ctag ag to distal, and stent graft-induced new entry (sine) distal to the ctag ac. On (B)(6) 2024, the patient underwent reintervention. After debranching, additional stent graft was deployed to extend the device distally. In proximal side, additional stent grafts were deployed from zone 0 using the chimney technique. Reportedly, there was resistance when delivering the gore® dryseal flex introducer sheath to place a chimney stent graft in the brachiocephalic artery. Contrast imaging after stent graft deployment revealed low pressure in the right arm and dissection in the proximal right subclavian artery. It was thought that the dissection occurred during sheath insertion. Two bare metal stents were deployed, and blood flow improved. The patient tolerated the procedure.